Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was partially abandoned for an unknown reason. Additional information indicated that the chronic rv lead exhibited a decrease in sensing and a new pace sense lead was successfully implanted.